Manufacturer narrative:
The ge service representative provided the associated cable part number for the customer to order. The customer was to install the part and call the manufacturer if any additional service was needed. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 9900 system was producing an intermittent communication error possibly related to the back plane. No patient injury was reported.